Event description:
The reporter indicated that a 13.7mm vticmo 13.7 implantable collamer lens of -7.5/1.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault and significant reduction of irido-corneal angles; and pigment dispersion was observed. On (B)(6) 2022 the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).